Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon observed "z" displacement of the lens post-implant. A yag capsulotomy was performed, but no improvement was noted. Additional treatment is still under consideration. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens was not returned for evaluation. A lot number was not reported, so a device history record (DHR) review could not be performed for this device. Based on the available information, the exact root cause could not be identified.